Event description:
It was reported that the device gave a "key stuck" alarm. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing. Review of the event history log showed the pump displayed an occurrence of "key stuck" alarm. Functional testing involved powering up the pump and found the reported problem was able to be replicated. The investigation determined that a keypad malfunction was the cause of the reported issue. The keypad was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Additional information provided indicated that there was no patient involvement.